Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Rv (right ventricular) undersensing due to small r-wave amplitudes was also observed.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Review of performance data also noted a strong decrease in r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.